Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Reported event was confirmed by review of visual inspection of the product. Scratches on the inner diameter and rim of the liner and visible damages to the scallops of the liner were noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source- (B)(6). Associated product: g7 pps ltd acet shell 50d, pn 010000662,ln 010000662. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the liner would not seat with the shell. Procedure was completed with alternate liner. There was a 35 minute delay due to problems with locking the liner. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.